Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
The following event was reported to ventec: "patient presented with lethargy, abg showed critical pc02. Upon inspection, circuit o2 tube had leak. Pulled event log, indicated there were alarms documented but staff note vent did not alarm. Circuit o2 tube had leak from kinks. Alarm type: undetermined if audible alarm. Low insp alarm and patient circuit disconnect alarms noted leading up to event." Ventec reached out to the reporter in an attempt to obtain additional information about both the patient and the event. The reporter clarified that it was the patient circuit's external o2 tube that had the reported "kinks", and advised that the patient's o2 saturation levels were not affected during the event (B)(4) and there were no indications that they had desaturated. No further information about the patient was provided. While there were no reports of patient harm as a result of the reported issue, the patient presented with lethargy and their arterial blood gas (abg) showed "critical" levels of partial pressure of carbon dioxide (pco2) which necessitated medical intervention to prevent permanent impairment/damage to the patient.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of its alarm not functioning as expected could not be duplicated or confirmed. Ventec downloaded the device¿s system logs for analysis where it was observed that it had logged multiple instances of the patient circuit disconnect and low inspiratory pressure alarms on the day of the reported event. Ventec also confirmed that the device¿s audible alarm activated as expected throughout testing. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002 ¿ section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).